Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a starting fill notification became frozen on the pump screen and the customer was unable to clear it. Reportedly, the customer performed a pump reset; the notification was cleared, and the customer resumed insulin therapy. Customer's blood glucose was 174 mg/dl.